Manufacturer narrative:
The patient adverse event is a known risk of brain surgery.

Event description:
It was reported that following an ablation procedure, the patient had seizures secondary to cerebral edema and pneumocephalus. The patient was prescribed steroids and anticonvulsants. The patient was then discharged from the hospital and to an acute care hospital. Ultimately, the patient expired from her underlying disease.